Event description:
The physician was snorkeling a patient's left renal artery. He took the stent over the rosen wire through a 7fr x 70 cm ansle sheath. The stent went in fine but they needed to back it out of the renal artery. They could see under fluoro that the stent had slipped off the balloon. They brought the stent out of the sheath and the entire device came out. No harm to the patient.

Manufacturer narrative:
On completion of the evaluation a follow up report will be submitted.